Event description:
Report from the sales rep indicates extension sets with leaking. No add'l information available at this time. Add'l information from the account indicates this leaking from the set is at 2 different locations. One is above the second junction with the filter line and the other is on the primary junction going on the single extension. This has been noted on prime as well as while on a pt. No pt injury has been noted. No used samples available at this time.